Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly at 20% battery life. In addition, the customer reported to have left the pump to charge for an hour and had been experiencing difficulty charging the pump with the usb cable. The customer stated that the pump was able to charged using a different usb cable and insulin delivery was able to be resumed. There was no impact to the customers blood glucose level.